Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. The customer stated that she dropped the insulin pump every day she was out by the pool. Advised discontinuation of the insulin pump. Nothing further reported.